Event description:
During baxter's functionality testing of a spectrum pump, it will not stay powered up. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was observed during eval. This was caused by a chafing backflex on the rear case. The rear case was replaced.